Event description:
On an elective cardioversion, a pt was converted from ventricular tachycardia on the fourth countershock. The cardiologist states the pt didn't jump enough" on the countershocks and questioned if the device was transferring the displayed energy. The pt was resuscitated.